Event description:
I used the fascia-blaster for one year, following (B)(4)'s instructions exactly as she stated. I had very bad results and (B)(4) banned me from her (B)(4) group to keep me from letting anyone know that I had bad results, even though I had never even attempted to. Then I private messaged her, asking for a refund. She read my message and she banned me from her (B)(4), so I could no longer message her. I know for a fact that I am not alone. There are many others that have been hurt by this product, some far worse than myself. And (B)(4) had treated them all the same way, some even worse. Cortisol levels are low indicating adrenal fatigue, which was caused by using this product.